Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was unknown, further described as due to "a water source via shower head contamination" (no further detail was provided). On unreported dates, the patient was hospitalized for the peritonitis and the patient began treatment with vancomycin, and ceftazadime, intraperitoneally (doses, frequencies and durations were unspecified). On unreported dates, the patient's pd catheter was discontinued, the patient was switched to hemodialysis and the antibiotics therapy was administered intravenously. At the time of this report, the patient was recovering from the peritonitis event. No additional information is available.